Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 2183161-2024-00188. Please reference file mrn 3012307300-2024-01135 for all details pertinent to this event.

Event description:
It was reported that the unit was defective during prep. The nature of the defect was not provided. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per functional testing, the device had the wrong front cover, there was a hl-90 cover instead of hl-390, global display had a large dent in it, liquid crystal display (lcd) was damaged by impact, microswitch was bent, missing reflux plug, enclosure damaged from their metal serial label being removed, water tank cover scratched, pole clamp discolored. Customer said unit to be defective. Unable to verify as there was impact damage to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced printed circuit board (pcb) and microswitch, enclosure, membrane switch, quick connect, water tank cover, pole clamp, main block, left block, right block, front cover, reflux plug, switch label, needle warning. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.